Event description:
It was reported that the customer was in the hospital and needed assistance with setting up the time and the date on their insulin pump. The customer's blood glucose was not provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.